Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a clearlink system non-dehp extension set had a leak and air in line. This occurred during patient use. It was stated that flushed the lipids through and checked to make sure no air bubbles were in the tube. After the patient was connected a 2ml gap of air was observed. The patient was disconnected; the air flushed out then reconnected the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.